Event description:
Implant placed 1/6/98. It failed to integrate and was removed 5/31/98. One person affected.

Manufacturer narrative:
Initially reported as "yes, device evaluated by MFR" when implant had not been returned. Method was initially reported as being "10,26,38" when the implant had not been returned for eval. The implant was returned for eval. It was found to be clean & to meet specs. The implant is not believed to be the cause of failure.